Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support to use room temperature insulin instead of cold insulin. The customer understood and decided to carefully fill and load a new cartridge with room temperature insulin while monitoring the pump. Technical support offered additional assistance, but the customer declined.